Manufacturer narrative:
Philips service performed calibration and adjustments; intermittent issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the collision sensor error; movement blocked during treatment on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.